Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist/vapor issue was reviewed from january 2017 to july 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(6). Additional parts replaced included the vacuum pump oil and catalytic converter to resolve the issue.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to customer site and confirmed the smoke issue was due to the failure of the oil mist filter. The oil mist filter was replaced and unit was confirmed to meet specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of "smoke" emitting from their sterrad®100nx sterilizer. There is no report of injury or harm to patient(s) as a result of the reported issue. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.